Manufacturer narrative:
The no foam bottle had a split in the bottom of the bottle. No additional information is available. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report receiving damaged no foam bottle which leaked. No injury was reported.